Event description:
On (B)(6) 2024, a johnson and johnson sales representative sent an email to advise that a patient (pt) was diagnosed with a corneal ulcer (affected eye not provided) while wearing an acuvue® oasys max 1-day brand contact lens (cl). The pt was showering with the lenses. On 12dec2024, a call was placed to the eye care provider¿s office and a representative provided additional information. The affected eye was the right eye (od). The call was transferred to the treating ecp who advised the pt was diagnosed on (B)(6) 2024 with a peripheral, nasal inferior corneal ulcer in the od, around 4 o¿clock. The pt also had a minor scar in the same area not affecting the visual axis (va). The pt was treated with amniotic membrane, ciprofloxacin 1 drop every hour for one day, then every 2 to 3 hours, and tapered down until the ulcer decreased and resolved. The ecp advised that the event took about 2 ½ weeks to resolve. The ecp advised that the pt was showering with the lenses and had been doing it for a long time. The ecp advised that the treatment was ¿standard of care and efficient.¿ the ecp reported that the pt recovered from the 1st event and returned to cl wear without issue. On (B)(6) 2024, the representative from the ecp¿s office called to report that the od peripheral corneal ulcer was infectious. No additional information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4347490109 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.